Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. Address ¿ line 1: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, a patient in egypt reported an issue. Upon inquiry, it was determined that the patient did not have sufficient subcutaneous tissue at the insertion site. This resulted in hyperglycemia of 260 mg/dl, and the patient was treated with a pen.